Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers insulin pump is constantly rewinding. Pump error 130 alerting, customers blood glucose was 270mg/dl. Advised to disconnect from insulin pump. Customer expected to return insulin pump and receive replacement.

Manufacturer narrative:
(B)(4). Insulin pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor error noted during testing. The motor was tested outside of the device and passed.